Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14144. Uf/importer report # edwards also received (B)(4) for this case.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 29mm s3u valve/ds and the 16fr esheath+. As reported, the patient had very tortuous aorta which led to difficulty in balloon alignment of the valve. The patient was obese, it was difficult to tell, but it appeared that the sheath was at a steeper angle than normal. The physician experienced high resistance on insertion of the delivery system into the entire length of the sheath. A safari wire was used and a double curved lunderquist was inserted in the reference pigtail for extra support. The physician stated that the vessels were large, >9 mm and very little calcium or tortuosity. However, balloon alignment was not attained while physicians reported that the fine adjustment wheel was not pulling the balloon back. There was difficultly pulling the valve into the sheath. After several attempts the valve was drawn into the distal portion of the sheath. Visually the devices appeared coaxial, but may have been slightly off axis from the sheath. The physicians decided to request a second delivery system to be prepared and upon removal of the first system with valve, a vascular perforation occurred sending the patient to unplanned vascular surgery. Upon removal of the sheath, a portion of the patient's iliac vessel was evulsed and came out on the sheath. The valve/ds was never deployed. The sheath had a small tear in the expandable seam where the valve had punctured through. The field clinical specialist, did not see indication that the valve was bent or deformed in any way. The patient expired several hours later. After removing the valve and causing the vessel rupture, a coda balloon was inserted into the aorta to minimize bleeding in the leg while it was repaired. After the vessel repair the coda was deflated and the patient crashed again, this time the coda has perforated the aorta and caused massive blood loss.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve alignment difficulty and withdraw difficulty were confirmed based on evaluation of the returned complaint device (valve returned partially aligned on inflation balloon and sheath liner bunching at distal tip). However, no manufacturing non-conformance was identified during the evaluation. An existing edwards' technical summary has been documented for root cause analysis for valve alignment difficulty including alignment in non-straight section of anatomy and potential outcome for withdrawal difficulties. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. As reported, ''the patient had very tortuous aorta which led to difficulty in balloon alignment of the valve''. Per technical summary, if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as evidenced by the observed flex tip gouges. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped thv interacting with sheath tip and causing the reported withdrawal difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section) contributed to the valve alignment difficulty, while patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) contributed to the withdrawal difficulty . No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.